Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to a tip fold-over of the electrode. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on november 19, 2021.